Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-apr-18. Pump logs examined on (B)(4) 2018 were provided and showed that a motor stall first occurred on (B)(4) 2018 at 08:38 and recovered that same day at 09:09. Another motor stall later occurred the same day as well at 13:23 and recovered the next day (B)(4) 2018 at 19:51. The logs also showed that the dose was 700,2 mcg/day. The pump was returned the day of the report. It was indicated that the information had been confirmed with the healthcare professional. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml at 700,3 mcg/day via an implantable pump for an unknown indication for use. It was reported that there was an alarm and motor stop. It was reported that the patient experienced withdrawal symptoms. There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was reported that diagnostics/troubleshooting performed was logs and noted that "documented the motor-stop about logs", but no pump logs were provided to medtronic at this time. It was reported that surgical intervention was performed, the pump was explanted and replaced. It was reported that the issue was resolved at the time of this report. The patient status at the time of the report was alive - no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.